Event description:
A caller reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and technical support provided a replacement pump with updated software. The caller was instructed on returning the malfunctioning pump and using the new device.